Event description:
It was reported to philips that the power issues during operational check, the battery depleted. There was unknown reported patient involvement/ adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported during operational check, battery depleted. No patient involvement was reported.